Event description:
The device read 391 mg/dl when the customer used it to check their blood glucose. They felt dizzy and disoriented and spouse took them to the hosptial. The hosptial used their meter and the result was 32 mg/dl. They were given glucose and something to eat and they were admitted overnight. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.